Manufacturer narrative:
Medical device expiration date: unknown. Lot # given does not match database. Device manufacture date: unknown. Lot # given does not match database. Results: bd had not received samples or photos from the customer facility for investigation. Retention samples were selected for evaluation, and the customers' indicated failure mode for sleeve not recovering was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers' indicated failure mode.

Event description:
It was reported that bd vacutainer® wingset button blood collection set leaked blood during collection. No serious injury, no medical intervention. No mucous membrane exposure reported.